Event description:
Customer reported an issue with the spectrum monitor, which may have affected spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and was unable to confirm device malfunction. As a precaution, customer was provided with a replacement spo2 board. Unit was calibrated and safety tested to factory's specifications.